Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the radio frequency communication of the pump. Battery status was normal. Customer performed a self test and it passed. Customer sated that the meter stated that she was high. Customer's blood glucose level was over 600 mg/dl. Customer stated that she had been high because of a bent cannula. Customer declined troubleshooting for the high blood glucose level and bent cannula. No further assistance needed.